Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during initial programming of the trial scs system the patient ((B)(6)) experienced overstimulation when the system was turned on. The sensation was reportedly not strong, but it became uncomfortable/painful when the stimulation amplitude was increased. The stimulation was turned off but the patient reportedly continued to feel the painful sensation. The external pulse generator and header were replaced with new ones and the issue was resolved.

Manufacturer narrative:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.